Manufacturer narrative:
E1: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: product received date 15-jul-2024. H3: one device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Error history log had no applicable evidence to review. The customer¿s stated problem of system fault was verified through functional inspection. Device does not meet specifications. The most probable cause is due to intermittent motor. The motor was replaced to correct he issue, and the device passed all functional tests after the repair.